Manufacturer narrative:
The investigation summary updated with findings from the internal review of the MRI scans indicates that: the product not returned and MRI scans received were reviewed by the medical safety officer and the franchise medical director with following result: the plate was applied too posteriorly and externally rotated ¿ essentially forcing the distal screws to aim toward the p-f joint. There may also be an element of internally rotating the distal segment relative to proximal that further accentuated the plates misapplication. Based on the provided information and without material no root cause can be defined. Based on the received MRI scans it is likely that the plate was applied too posteriorly. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Patient¿s weight is not provided for reporting. (B)(4). Not explanted. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). A device history record (DHR) review was performed for part # 440.864s, lot # l373975: manufacturing location: (B)(4), manufacturing date: 12.april 2017, expiry date: 01.april 2027: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during distal femoral osteotomy on (B)(6) 2017, a surgeon noticed that the direction of the locking holes in the distal portion of the plate appear to be angled at approx. 15 degrees anterior to the shaft, rather than posterior. This caused the screws to penetrate into the patella-femoral joint, with potential damage to patella-femoral joint. Surgeon had no other fixation alternative so had to continue with procedure but using much shorter screws than desired. Surgery was prolonged for minimum of 1 hour due to potential perforation of the patella femoral joint with lcp screws. The procedure was successfully completed. Transverse plane offset between the proximal holes and the distal holes being a 15° anterior inclination for the screw tracks in the distal part of the plate relative to the proximal holes. This means that unless the plate is positioned anterolaterally on the distal femur that the tracts of the distal screws. This lead to risk of perforation of the pfj, requirement for adaptation of surgical technique (and use of shorter than recommended screws), a greater degree of surgical exposure than perhaps would otherwise have been required and an arthrotomy, increased exposure to x-rays, prolonged operative time (circa 1 hour), perhaps some loss of position of the osteotomy. Concomitant parts: screws. This report is for one (1) ti tomofix(tm) lateral distal femur plate 4 holes-right. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The investigation summary indicates that: the manufacturing documents were reviewed and no complaint related issues were found. This plate was manufactured in april 2017, 12 parts according to our specifications. All devices were sold meanwhile and we are not aware of any quality problems or failures caused by a faulty product. Also we are not aware of any other complaint for this article- and lot number. The tomofix lateral high tibial plate design and clinical risk management (dcrm) document, was reviewed and found to adequately address the complaint condition. Product was not returned, therefore no further investigation is possible. Without material it cannot be defined if this complaint is confirmed. Complaint will be re-opened in case material is coming back or further information is received. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information or material is made available, the investigation will be updated as applicable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: complaint re-opened as post-operative MRI scan received on (B)(6) 2017.